Manufacturer narrative:
Results and conclusion: (lesion morphology- tortuous ,calcified lesion with 90% stenosis). (Stent deformation). (Stent deformed). (B)(4).

Event description:
An attempt was made to use an endeavor resolute (rx) drug eluting stent to treat a tortuous and calcified lad lesion which had 90% stenosis. The lesion was pre-dilated, but it was reported that the device could not cross the lesion due to vessel tortuosity and calcification. It was then noticed that the top of the stent had become damaged. It was reported that the event was not related to the device. A new device was used to complete the procedure. No patient injury occurred and no clinical sequelae were reported. Evaluation summary: the device was returned for evaluation. The stent was positioned between the marker bands as per specifications. The 9th, 10th and 11th distal stent segments were raised and deformed. The distal tip was damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).